Event description:
The doctor initially reported that on occasion he is seeing microscopic metal particles in the incision during the procedure. There was no patient injury reported. Add'l info received from the doctor in 2007, states that the particle remains in the incision. He was unable to provide number of pts or pt specific identifiers. There was no pt injury reported. No add'l info is expected.

Manufacturer narrative:
No sample has been received for evaluation. Lot code is unknown. Root cause: could not be determined because no samples were returned. No corrective action taken.